Manufacturer narrative:
The return device analysis confirmed the reported l-lock break; however, the reported clip open difficulty and premature activation could not be tested in the testing environment due to return condition of the device or/and operation context. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a definitive cause for the reported clip open difficulty and premature activation could not be determined. The investigation determined the noted l-lock break appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D10, h3: device returned. H6: method code 4114 removed.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a definitive cause for the reported clip open difficulty and actuator mandrel break could not be determined. The reported premature deployment was due to a break on actuator mandrel. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the actuator mandrel was broken. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult to open clip, break and premature deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve; however, during an attempt to re-position, after the clip was closed, the clip could not be re-opened. Troubleshooting was performed, and the clip was able to be opened. Final arm angle test was performed, and the clip was able to be closed and opened without an issue. Therefore, a decision was made to continue using the clip. The clip was re-positioned, and the leaflets were grasped fine, reducing mr. The clip was deployed. It was noted that during the deployment sequence,after the arm positioner was turned approximately 5 times, imaging showed that the clip seemed to be disconnected. The gripper line was removed, and then the cds, as well as the steerable guide catheter. The cds tip was inspected, and the tip looked broken. The clip remains stable on both leaflets. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.